Manufacturer narrative:
Prior system checks passed customer specifications but were near the upper limit of acceptance criteria for a passing system check. A field service engineer (fse) was dispatched and on-site (B)(4) 2011. Fse was on-site again (B)(4) 2011 for the same issue. Fse made multiple adjustments and part replacements to the instrument to resolve the imprecision for the gi 19-9 assay. Fse replaced spin gripper set (which showed signs of cracking), corrected mis-alignment of pipettor #4 (which was not vertically straight), fastened loose black nut on precision pump, replaced service loop tubing and replaced the ceramic rotor and stator. After service intervention, gi 19-9 performance improved to acceptable precision specifications but no clear hardware root cause was determined. Fse verified system performance to published specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) stating their laboratory had high %cv results on their precision runs of the gi monitor 19-9 assay. No erroneous results were generated and there was no affect to patient reported in connection with this event.